Manufacturer narrative:
The device has been received and is currently being processed for evaluation; therefore, a completed device analysis is not available at this time. When the additional relevant information becomes available from the completed evaluation, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was alarming "downstream occlusion" in the low setting when no occlusion was present. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported nuisance downstream occlusion alarms which was reproduced. Downstream occlusions were verified through a review of the event history log and found to be caused by an out of specifications force sensor. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.